Event description:
The customer reported the system slow to boot up. After boot up, the system would lock up. This resulted in a loss of imaging functionality. There is no report of death or injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.